Manufacturer narrative:
Based on all available information, no causal factors can be determined and no conclusion can be drawn. If additional product or medical information is received, will report within 30 days or receipt. MDR reportable event trends are reviewed quarterly in franchise management review meetings.

Event description:
On (B)(6) 2014, our (B)(6) affiliate received a medical claim via fax from pmda, which was reported by an eye care professional to the (B)(6) on (B)(6) 2014. The pmda report indicated a patient (pt) developed an os corneal ulcer, corneal infiltration and secondary iritis while wearing 1-day acuvue define contact lenses. The pt had been wearing contact lenses. The pt had been wearing contact lenses (cl) for about one year. The ecp reported that the event occurred on the morning of (B)(6) 2014. The pt experienced redness and pain os. The pt was diagnosed with a corneal ulcer an the ecp performed curettage of the ulcer. The ecp instructed the pt to discontinue cl wear. Medication: cravit ophthalmic solution 1.5% q2h, mydrin-p drops qid and the pt was instructed to return to clinic (rtc) on (B)(6) 2014. Report by the pt on the past symptoms: every time the pt had consulted an ecp about similar symptoms, she had been allowed to wear cl. She had been instructed to discontinue cl wear only if the symptoms had been severe. On (B)(6) 2014 our affiliate visited the ecp for a face to face interview. The ecp provided the following information. On (B)(6) 2014, the pt came to the clinic. The pt was not wearing a cl os. The ecp considered the possibility of infectiveness." The results of the culture were negative. The corneal ulcer was located outside of pupillary zone, at 6 o'clock position. The va os was not affected. The pt was instructed to rtc in 3 days; at the time of the interview the pt had not returned for follow-up. We do not expect to receive additional information. The product and lot number are not available for investigation.